Event description:
In 2008, it was reported to boston scientific corporation, that a ureteroscopy was performed to extract a stone using a zero tip nitinol stone retrieval basket (patient age, sex, weight unknown). According to the complainant, the physician closed the basket around the stone. The zero tip retrieval basket with the stone enclosed could not be retrieved through the stricture. The physician then opened the basket and dropped the stone. After releasing the stone, the physician was not able to close the basket for removal. It was reported that the physician completed the procedure by cutting the basket and using a holmium laser to remove the retrieval basket and stone. Reportedly, there were no complications and the patient was fine following the procedure.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted related to this failure mode. A lot history search was performed and found no other complaints have been reported from this lot. The april 15-month zero tip basket complaint trend report was reviewed; no adverse trend was noted. The suspect device, zero tip nitinol retrieval basket was returned for evaluation and was received disassembled. A visual inspection of the returned device found the basket and wire were separated from the device and tied into a tight loop (see figure 01). The basket of the returned device is damaged; the broken ends of the basket wire were burned, confirming that a laser was used (see figure 02). The sheath was severely twisted in two locations (see figure 03). The sheath was damaged (the original failure reported) which could cause the basket not to close. The additional observed damaged to the device was caused by the user in an attempt to remove the device. [See scanned pages.]